Manufacturer narrative:
According to the complainant, the suspect device has been disposed of, and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
An enteral guidewire device was used during a colonic decompression procedure in 2008. According to the complainant, during prep "the tech removed the device from the package and the tip broke off of the wire." The device was discarded and the procedure was completed with another enteral guidewire device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "stable".